Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was revealed that the patient's left ventricular lead was failing to capture. It was found that the lead had dislodged into the coronary sinus. The lead was explanted and replaced. The patient was discharged.